Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was unknown at the time of incident. Customer also stated that the insulin pump received piston was louder when rewinding. Troubleshooting was not performed. The product will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The off no power alarm functions properly. No unexpected low battery alarm noted. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm, unexpected motor noise anomaly or drive/motor anomaly noted. The motor was tested outside of the unit and passed. Device uploaded properly using care link. Device had minor scratched display window, scratched case, scratched reservoir tube window and cracked reservoir tube lip.